Event description:
It was reported that a day after implant procedure, this right ventricular (rv) lead appeared to have been fractured. The physician believed that the incorrect suture ties were used on the rv lead may have contributed to the fracture. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.